Event description:
It was reported that initially, the trial broke in use with rasp inserter. Then, a second inserter was used which broke and caused the alif implant to also break. No other implants were used or being used during the procedure. The surgeon explanted the device and used another company's implant. There was no adverse event or delay in surgery reported, beyond the implant breaking during insertion.